Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during impaction the locking screw loosened and was left in the pt. Pt underwent surgery on the same day to locate the screw and remove.